Event description:
It was reported that during a prostate procedure, "fiber end broke as result of fiber being used to dig out stones in prostate tissue" at 16,497 joules; fiber tip was retrieved, case completed with a second fiber. Patient outcome: "ok" reported.